Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing dilaudid (hydromorphone) for non-malignant pain. It was reported that the patient reported discovering a kink in their catheter and possibly a knot somewhere in their spine about 4-5 months ago, which resulted in a wound with a 3-inch tunnel on their back. Patient stated that they had a computed tomography (CT) scan last week, and their doctor mentioned that there were several tunnels on their back. Patient was unsure if these tunnels were where the current catheter was located or where a previous catheter was, but noted that there was fluid in the tunnels that could potentially turn into infections. Patient mentioned they had another pump drug which a numbing type of medicine.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2025, product type: catheter h6; the previously reported codes d12 and e0307 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-27, additional information was received from the healthcare professional (hcp). The hcp stated the actions / interventions taken to resolve the kink in the catheter was "catheter was replaced surgically." The resolution of the event was requested, but the hcp did not respond to the question. The cause of the fluid in the tunnels, actions / intervention taken to resolve and resolution was requested. The hcp did not respond to the questions.